Manufacturer narrative:
Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed all tests. (B)(4). A visual inspection of the returned part was conducted and no anomalies were observed. The unit was attached to the failure investigation test ventilator for analysis. The unit was powered up. The gui upper display was distorted, verifying the reported failure. The fault was isolated to the video graphics array (vga) controller. No further investigation or repair was possible on this pcb as no replacement component is available.

Event description:
A report received from the USA stated an 840 ventilator experienced a blank graphical user interface (gui) display. There was no report of patient involvement.